Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A040103 was coded for the site banged on the pin with the slap hammer until the side pin sheered off. A0506 was coded for the pin lodged securely in the patient's bone and would not come out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the pin worked fine during the case, but was lodged securely in the patient's bone and would not come out. The site banged on it with the slap hammer until the side pin sheered off. Then eventually got a different slap hammer from an ortho set to get it out. It also seems to have bent the distal end. It is unknown if there was a surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Additional information in sections a4 , b5 and e. H3, h6: the perc pin was returned to the manufacturer for analysis. As reported, the tip of the returned perc pin was bent. The cross pin had also been sheered off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton was received. It was reported that there was a delay of 20 minutes. The cause of the bent instrument was unknown.